Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on one of the grips resulting on a grip tip detached intact from its base and conductor wire was found to be broken as well. Grip tip detached was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the 8mm force bipolar instrument had a broken jaw. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was observed broken from the distal end of the instrument. No material missing or detached from portion of the device that enters the patient's body.